Manufacturer narrative:
Manufacturer's ref#: (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report.

Event description:
Estimated date of incident on (B)(6) 2026. It was reported that the user is potentially allergic to a hearing aid material, which allegedly caused the user's throat to close up and the ears to swell. The user has a known allergy to antimicrobial and believes that the sports locks might have caused the allergic reaction, but otherwise questions whether the reaction may have been caused by the technician, for example if she had perfume or lotion on her hands. The user said she has had previous issues with polyethylene glycol in an ingested medication. Hcp sent her a list of materials in ha parts, like domes and sports lock. The user reports that after she removed the sports locks, the reaction was no longer as severe, but she believes the ha domes are being pushed out of her ear due to swelling. Hcp instructed her to stop using has if she experiences swelling or other symptoms, but EU did not because she said she sometimes reacts to things at first but then her body gets accustomed to it. Customer support also recommends removing has immediately if she is experiencing any medical issues, including swelling, and to seek immediate medical attention. No further follow up was received.

Event description:
Estimated date of incident 01-01-2026. It was reported that the user is potentially allergic to a hearing aid material, which allegedly caused the user's throat to close up and the ears to swell. The user has a known allergy to antimicrobial and believes that the sports locks might have caused the allergic reaction, but otherwise questions whether the reaction may have been caused by the technician, for example if she had perfume or lotion on her hands. The user said she has had previous issues with polyethylene glycol in an ingested medication. Hcp sent her a list of materials in ha parts, like domes and sports lock. The user reports that after she removed the sports locks, the reaction was no longer as severe, but she believes the ha domes are being pushed out of her ear due to swelling. Hcp instructed her to stop using has if she experiences swelling or other symptoms, but EU did not because she said she sometimes reacts to things at first but then her body gets accustomed to it. Customer support also recommends removing has immediately if she is experiencing any medical issues, including swelling, and to seek immediate medical attention. No further follow up received.

Manufacturer narrative:
Manufacturer's ref # sf (B)(4). Manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation there is currently no new information available. E2 and g2 corrected to correctly reflect the initial source of the information, which is end user/consumer. This is a follow up report.